Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this pacemaker system displayed high out of range right atrial (ra) pacing impedances of greater than 2000 ohms. As a result, this ra lead was surgically abandoned and a new ra lead was implanted. No additional adverse patient effects were reported.